Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward. Evaluation description: the reported helix issue was confirmed in the laboratory. Analysis identified that the helix was not able to extend or retract at normal specification. The lead was found bent at an angle between the distal end of the right ventricular shock coil and the ring electrode. As a result, this impeded the helix function from actuating within product specification.

Event description:
It was reported that prior to implant, the helix was tested on the table and it was found not to extend or retract. This lead was not used.